Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that she had sensor glucose versus blood glucose value differences. The customer was advised sensor glucose and blood glucose meter readings will be close, but rarely match due to glucose travels in the body. The customer was advised there may be larger differences after meals, bolus delivery or when arrows present on sensor graph. The current blood glucose value is 164 mg/dl. The current sensor glucose value is 77. The sensor glucose and blood glucose is not within acceptable range. The customer was advised to removed and replace the sensor and we will ship a replacement sensor. The customer confirmed end of the sensor cannula is bent.

Manufacturer narrative:
Evaluated one opened/used sensor and performed continuity resistance test and sensor failed per specifications. Also found sensor with cannula bent. We were unable to confirm customer received sensor in said condition due to customer returned opened/used.